Event description:
It was reported that two (2) small volume folfusors underinfused; further described as ¿does not empty or run slowly." The issue occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured date: june 23, 2022 - june 24, 2022. H10: the actual devices were not available; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on all samples and the flow rates were found to be within the product specification range. The reported condition was not verified on the companion samples. The companion samples were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.